Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26/apr/2011, 23/oct/2014, 23/jul/2015, and 15/oct/2018. In response to FDA report number: mw5087956. A review of the device history record has been completed. No deviations or non-conformances noted. The events of lupus, lump/nodule, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side "rupture, lupus, silicone migrated to her nose, teeth, skin, lung, and brain, a lump or thickening in or near the breast or in the underarm area," and "painfully hard and looks abnormal due to capsular contracture," baker grade IV. Patient additionally reported right side severe "breast pain" and reoperation due to "just didnt feel right." Device has been removed.